Manufacturer narrative:
Mentor received additional event information that the patient experienced bilateral capsular contracture baker grade ii-iii, and the patient also has suspected right-sided implant rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 300cc smooth mentor memorygel breast implants experienced left-sided capsular contracture (unknown grade) and right-sided anisomastia postoperatively. The patient reported that the left breast is hard, and the right breast feels like there is no implant. Healthcare professional has confirmed capsular contracture, and MRI findings indicated both breast implants appear intact. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.